Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder was selected for procedure. It was noted during procedure that the amplatzer septal occluder exhibited a deformation when being deployed. The decision was made to recapture the amplatzer septal occluder.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the minimum recommended size delivery system for use with a 30mm septal occluder is an 10fr. A 12fr sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 09 august 2022, a 30mm amplatzer septal occluder was selected for procedure. It was noted during procedure that the amplatzer septal occluder exhibited a deformation when being deployed. The decision was made to recapture the amplatzer septal occluder. Subsequent to the previously filed report, additional information was received that, it was confirmed via fluoroscopy emanation that the amplatzer septal occluder exhibited a cobra deformation when being deployed. There was no angulation or kink noted in the delivery system. The delivery system used was a 12f non-abbott delivery sheath, of which the inner diameter is unknown. The original occluder was never released from the delivery cable and did not interact with any cardiac structures during deployment. No replacement device was implanted and the procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.